Event description:
Customer reported hospitalization due to low blood glucose readings of 24 mg/dl. Customer stated that he was comatose and was taken to the emergency room. Customer further reported over correcting for his blood glucose levels of under 200 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.